Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted. The nozzle tip has an aneurysm on the upper right side. The lens was returned adhered to the outside of the device. The lens is not in a folded condition. The lens was cleaned with lphse. The lens was foldable using folding forceps and unfolded with no abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The reported event could not be verified. The root cause for the reported issue could not be determined. It is unclear what is meant by "lens does not open properly". No other information was provided. The lens was not folded upon returned. The lens was foldable using folding forceps and unfolded with no abnormalities observed. Damage was observed to the nozzle tip. This damage may indicate the lens/plunger were not in acceptable positions for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There also did not appear to be adequate viscoelastic in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) in a preloaded delivery system did not open properly. Additional information was requested.